Event description:
The hosp reported an incident during a pt endoscope retrograde chloangiopancreatography (ercp) procedure. A stent was placed at the pt's bile duct without a problem. However, during the final phase of this procedure another stnet was noticed in the pt's stomach. This stent was removed immediately. According to the hosp, the same endoscope was used 3 days earlier on a pt who was having a stent was removed. During the procedure the stent was snared and pulled through endoscope. After the "snare" instrument was pulled out of the endoscope the stent was missing. The hosp mentioned that the missing stent could possibly stuck inside the endoscope. The pt had an x-ray, but no trace of the stent was found. After the procedure the endoscope was brushed 7 times with no sense of obstruction or presence of the stent. The endoscope was then sterilized and used on the case mentioned at the beginning of this report. According to the hosp, the endoscope functioned properly during the second case. There was no pt injury reported.